Event description:
It was reported that the circuit breaker on the 9600 system tripped after a few minutes of fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The surge suppressor board and circuit breaker were replaced during the service call. The system was tested and found to be working as intended and put back into service.